Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014; inratio inr: 5.9, 1.7 and 1.6. Therapeutic range: nurse unsure of range but "thinks" it is 2.0-3.0. The time between testing was three to five minutes. Reportedly, the finger was extensively "milked" after the finger stick and took a long time to obtain the sample on the first inratio test. There was no reported adverse patient sequela. There was no additional info provided.

Manufacturer narrative:
It is indicated that the product is not returning for eval. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The mfg records for the lot were reviewed. The lot met specifications and no nonconformities were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.